Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the connector port of the pulse generator, even with the use of silicone oil. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the atrial connector port of the pulse generator and the lead insertion force used to insert the lead was out of specification for the product.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.